Event description:
As reported, the basket tip of the ngage nitinol stone extractor would not close during an unknown procedure. The procedure was completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: as reported, the basket tip of the ngage nitinol stone extractor would not close during an unknown procedure. The procedure was completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control (qc) procedures, as well as interview of personnel , visual inspection, and functional test of the returned device were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. The handle was actuated and the basket would open/close. The shrink tube is torn on the basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one possibly related non-conformance and the device was scrapped. All devices are inspected for functionality and damage during manufacturing and quality control checks and the devices passed those inspections. The possibly related non-conformance is not sufficient evidence to suspect other devices in the lot could have been non-conforming. A complaint history database search found no other related complaints associated with the failure mode for the complaint device lot. . Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU does not provide any information related to the reported issue. The returned device was found to have had damage to the basket components. The sheaths that form the basket and hold the basket wires in place were deformed and discolored. The sheath damage was preventing the basket from closing properly. The cause for the damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.